Event description:
It was reported that a spectrum pump did not alarm "upstream occlusion" for a visibly kinked tube during patient infusion in the intensive care unit (ICU). It was mentioned that as a result of the event, there was no change in the patient's blood pressure as would be expected if the pump had been infusing correctly, but it was " low enough for there to be a concern". The infusion was set up using a new pump and a new access set. Reportedly, the patient fully recovered from the event. The reporter reviewed the event history log and found that the dose was programmed at 1mcg/kg/min with a rate of 409 ml/hr with a volume to be infused of 50ml. No further information was available at the time of this report.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion detection during evaluation and was able to properly detect an upstream occlusion. The ultrasonic sensor was found within specification and no visual abnormalities that could cause or contribute to the reported problem were observed. The event history log review was performed and revealed no events recorded on the reported event date. However, there is an infusion matching the user facility reported parameters on (B)(6) 2024. The history log review revealed that the user utilized the same program from (B)(6) 2024 through (B)(6) 2024. On (B)(6) 2024, the user experienced two "upstream occlusion!" Alarms, which were cleared by the user and the pump resumed. During the portion of infusion in question, programmed at a rate of 409 ml/hr with a vtbi of 50 ml, there were no "upstream occlusion!" Alarms recorded. The events in the history log suggest a potential relationship to the issue being investigated under fa 2021-056. It is unknown if the user assessed the line at the time of the alarms, however if the user did not clear the IV line of an occlusion prior to restarting the device, the pump may not alarm again. Per the warning on page 2-13 in the spectrum iq operator's manual: "failure to fully resolve partial upstream occlusions and restarting the infusion while still occluded can cause the pump to not re-alarm as expected or to appear to be infusing normally, though it may be infusing at below the programmed rate. This may affect infusion accuracy, resulting in serious injury or death. Therefore, when an upstream occlusion alarm occurs, do not press the run/stop key prior to inspecting the IV set line and resolving all occlusions." The issue is being addressed under fa 2021-056. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Device use error (kinked tubing) has possibly caused or contributed to the event of hypotension in a critical patient due to the less than intended therapy. Should additional relevant information become available, a supplemental report will be submitted.